Event description:
The user reported that a dexcom g7 continuous glucose monitor (cgm) paired to the dexcom mobile app but failed to pair with an ilet bionic pancreas despite power cycling, the agent assisted with bluetooth toggling, and re-entering the sensor pairing code, after which the user elected to replace the g7 sensor. Investigation included user-guided troubleshooting and education over the phone. Further investigation of this case revealed an unresolved communication or pairing failure between the cgm and the ilet, while the cgm continued to display glucose readings in the dexcom app. No symptoms and no reported blood glucose impact at the time of call. Outcomes included no medical intervention and no hospitalization. It was concluded that the event involved a device-to-device connectivity issue without user injury/harm.